Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after being disconnected from the ilet for an extended period, reached a blood glucose of 401 mg/dl, and administered a fast-acting insulin injection; they sought guidance on disconnection duration and were advised to remain disconnected for 2 hours. Symptoms included lethargy. Outcomes included no hospitalization, no professional medical intervention, and self-management with subcutaneous insulin. Investigation included customer interview, troubleshooting, and user education related to infusion set use and exercise practices. Investigation of this case revealed user-related handling associated with disconnection leading to loss of insulin delivery rather than a device malfunction of the infusion set or cartridge. It was concluded, based on previously established findings for similar reports, that the cause was use error.